Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975 and serial # (B)(6). Problem statement: customer reported complaint on a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 26apr2020 to date 26apr2021. Complaint trend: there are 4 complaints related to the issue of a waste leakage without bleach not contained within the instrument. Date range from 26apr2020 to date 26apr2021. Manufacturing device history record (DHR) review: DHR part # 342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of a waste leakage without bleach not contained within the instrument was due to air in the waste line. This tubing line is used to help aspirate waste to the waste tank, but any air found in the waste line may lead to a leak. The fse (field service engineer) confirmed the issue and removed the air from the waste line. No parts were requested for evaluation as the air was removed and no tubing was discarded. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste as stated in the calibur¿s IFU (instructions for use). Proper daily and monthly cleaning procedures can be found in there as well. Both information can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A, starting on pages 60 and 173 (maintenance). After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(6), case # (B)(4). Install date: (B)(6) 2010. Defective part number: n/a work order notes: subject / reported: 342975 - facscalibur cytometer 4 color basic ivd - the intermediate waste tank has overflowed problem description: the intermediate waste tank has overflowed - the ffss does not seem to have pumped it out. Work performed: air removed from waste line cause: air in the pipe solution: air removed from waste line - waste is pumped out again. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes,no o ID:(B)(6). O hazard: instrument inoperable o cause: tank supplier poor workmanship. 1. Leaking tanks. 2. Fit issues of sensor assemblies causing lack of pressurization. Reference (fyi-08-11) o harmful effects: 1. Delay in results. 2. Required cts and or fse visit o risk control: 1. Changed supplier to improve quality of tanks. 2. Tank molding tool was verified after install at new supplier site. Oms #tam amended to add requirement to test all tanks shipped with instrument o implementation verification: verification report. 1st article performed on first delivery in receiving inspection. Oms #(B)(6), kaisen # o effectiveness verification: #(B)(6), fa# fa17155 o probability: 2 o severity: 2 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes,no root cause: based on the investigation results the root cause was due to air in the waste line. Conclusion: based on the investigation results, the root cause of a waste leakage without bleach not contained within the instrument was air in the waste line. The air was removed from the waste line and the instrument is working as expected. After the air was removed, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facscalibur¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: the intermediate waste tank has overflowed - the ffss does not seem to have pumped it out. 1. Liquid 2. Not contained. 3. Yes, waste 4. Biohazard 5. After waste line 6. No. 7. No.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the intermediate waste tank has overflowed - the ffss does not seem to have pumped it out. Liquid. Not contained. Yes, waste. Biohazard. After waste line. No. No.